Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/delivery test due to faulty forced sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced a rewind anomaly. Customer's blood glucose was unknown. Insulin pump would be replaced.